Manufacturer narrative:
The subject ues-40 has not returned to olympus medical systems corp. (Omsc) for evaluation yet. Omsc investigate the subject ues-40 to determine the cause of this phenomenon when omsc receives it. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified procedure with the generator of the other company, the all modes of the generator of the other company occurred alarming. The user replaced the generator of the other company to the ues-40. The all modes of the subject ues-40 also occurred alarming. The user canceled the unspecified procedure. The patient having to go through procedure again at a later date. The local service engineer checked the subject ues-40, and there was no abnormality of the subject ues-40. There was no report of the patient injury other than above.

Manufacturer narrative:
The subject ues-40 was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc cannot evaluate the subject ues-40. Omsc checked the device history record of the subject ues-40, there was no irregularity found. The local service engineer checked the subject ues-40, and there was no abnormality of the subject ues-40. Olympus tried to obtain detailed information, however there were no further details provided. Therefore, the exact cause of the reported event could not be conclusively determined. Olympus stated the appropriate handling of the ues-40 and the counter-measures against the irregularity in the instruction manual. If significant additional information is received, this report will be supplemented.